Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient complained of episodic stimulation that started within the prior month. The patient¿s health care professional told the patient the implantable neurostimulator (ins) was being affected by smart meters which were recently installed. Additional information has been requested but was not available as of the date of this report.